Manufacturer narrative:
Additional information was received on december 14, 2020. The surgery performed was a breast augmentation. The serial number has been provided and populated in d4. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on december 8, 2020 mentor became aware that it the initial report was erroneously submitted with the wrong mre statement. The incorrect statement is as follows: since no lot number was provided, no manufacturing record evaluation review could be performed. The correct statement is as follows: a manufacturing record evaluation was performed for the finished device 6775399 number, and no non-conformances were identified.

Manufacturer narrative:
Additional information was received on april 10, 2023. Replacement with an unspecified device was performed on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 28, 2023. The investigation of the returned device was completed by the failure analysis lab on july 5, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was found within crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 22, 2023. In addition to the right sided deflation reported initially, the patient also experienced left sided ptosis. This report relates to the right prosthesis. See 1645337-2023-14581 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who had a mentor smooth round moderate plus profile 425cc saline prosthesis placed experienced spontaneous right sided deflation post procedure. The patient woke up and the implant seemed to have dissipated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.